Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 400 mg/dl. The customer's current blood glucose was over 400 mg/dl. The customer was treated by bolus with insulin drip. No further complications were reported. The customer will continue to use the device.